Event description:
This was a left-sided cardiac lead removal case to extract a sjm 1584 riata ICD (rv) due to a svc occlusion and upgrading to bi-v device. The sjm 1584 was cut and prepped with a lld-ez and lasing began with a 14f sls ii with the addition of a visisheath-m. The patient was prepared with an arterial line, fluoroscopy in use and cvs was available. At 2:18 -within minutes of lasing the patient's bp drops; 2:21 - heart block detected; 2:25 - surgeon paged. The 14f sls ii was at the ra junction and the visisheath-m was in the svc. Lead still attached but pulled back with traction; 2:26 - the surgeon enters the control room; 2:26 - begin chest compressions for 10 seconds; 2:27 - md and the CT surgeon discussing patient's condition; 2:29 - surgeon asks for echo probe and CPR started again. Surgeon sees no blood via fluoroscopy; 2:31 - surgeon suggests pericardiocentesis; 2:34 - head ep comes in and agrees pericardiocentesis should be started; 2:38 - echo in room and confirms pericardial effusion; 2:39 - surgeon enters the room; 2:43 - subxiphoid window performed; 2:45 - compressions start again; 2:45 - the two units of blood being given; 2:51 - cardioversion performed and a rhythm briefly obtained. Compressions resume 3:02 - asystole. No cardiac activity. Surgeon decides not to open. Code called and patient declared dead.

Manufacturer narrative:
Device disposed of after use.